Manufacturer narrative:
Unit had intermittent button response due to corroded keypad traces on up arrow button. The unit did not react on its own. No unexpected number ramping or scrolling screens noted. Unit had cracked case at display window corner (upper right, lower left and lower right corners). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.